Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed that the pump was running a temporary basal rate on (B)(6) 2014. No activity outside of normal use was observed in the pump history. The pump was exercised for 24 hours at a 1 unit per hour basal rate and at the conclusion of the test, the pump correctly reflected 24 units delivered. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced a blood glucose up to 30 mmol/l with moderate ketones; the reporter indicated that the patient¿s health care provider was contacted for advice on the patient¿s treatment related to the event. Troubleshooting of the event indicated that the basal and bolus deliveries were correctly reflected the total daily dose and the total daily dose was consistent with the programmed basal rates. A sample pump bolus calculation was performed and found that the pump was calculating the bolus correctly. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a delivery accuracy issue.